Event description:
It was reported that both leads showed too high impedance intraoperative. Patient had bilateral implantable neurostimulators (ins) with bilateral leads. During replacement surgery due to battery depletion, second device was tested for impedance. Contact "0" was the only one "ok". But for the operation, connector "0" was the only required for patient stimulation. Ins with high impedances was replaced with new one. This ins however also showed high impedance on one side. After the replacement, the "right" contact was "ok" and there was not more troubleshooting. Patient was "ok" after replacement. Refer to manufacturer report 9614453-2012-00160.

Manufacturer narrative:
(B)(4).